Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working and needed to be replaced. The device had migrated on the right side and the cylinder was in the perineal area. The patient left side has the rear tip extender (rte) remaining from the previous implant due to a preformation. The surgeon went back in through the perineal body and sutured the rte down, therefore, they were unable to remove it through the incision. An ipp replacement surgery was performed to address the problem and the surgery was successful.